Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the auxiliary enhanced full height drawer 7 was stuck. The field service engineer (fse) inspected the back of the drawer and discovered that the slide¿s bearing cage had come off and pinched the latch sensor¿s harness. The fse replaced both drawer slides and the latch sensor. Additionally, the inseparable was upgraded to a newer version. The customer tested the device post-repair and confirmed that it was functioning without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.